Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of device found evidence that failure mode was due to excessive force. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, ¿improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device , the method of application and the surgical procedure prior to performing surgery.¿ number 9 states, ¿do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance.¿

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a bankart shoulder procedure on (B)(6) 2013. During the procedure, while using the obturation for the first anchor, the distal obturator fractured into the patient. The surgeon removed the fractured piece from the patient and completed the procedure.